Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump has low battery life, battery cap damage and blank display. Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Pump received with blank due to missing battery cap contact. Pump passed self test, active current measurement and sleep current measurement using a test battery cap. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed low battery alert on 8/31/2021 4:11:00 am. The power management graph confirmed low battery alert was triggered due to damaged battery cap contact. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, missing display window cover, cracked case (battery tube) and end cap address label missing. Confirmed blank display, missing battery cap contact and low battery alert. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap was missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.